Event description:
The device was used during an unspecified mason procedure. Reportedly, the instrument did not cut and the staples did not form properly because the anvil disengaged. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.